Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed in the lab. The results of a sample evaluation did not reveal any manufacturing abnormalities or leaks. A root cause was not identified due to insufficient information. A possible cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
This is an international report of a minicap transfer set where liquid could not be stopped even if closing the clamp. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.